Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. Same case as MDR ID #2134265-2012-02978. It was reported that during a percutaneous coronary stenting treatment procedure, spasm occurred. In (B)(6) 2012, presented with myocardial infarction and was referred for cardiac catheterization which revealed a 70% stenosed long lesion located in the mid left anterior descending (lad) artery and extending into the distal lad. It was 30 mm long with a reference vessel diameter of 3.0 mm and treated with pre-dilatation and placement of a 2.25 mm x 32 mm ion coa stent and 3.00 mm x 16 mm ion coa stent. After the placement of the ion stents, some distal apical lad spasm was noted and treated with a low-pressure dilatation using a 2.0 balloon re-establishing antegrade flow. Following post dilatation, residual stenosis was 10%. Two days later, the patient was discharged on aspirin and clopidogrel.